Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited foreign objects coming out of the distal end, and a detached distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the clogging of the channel mount unit led to the foreign objects coming out of the distal end. Regarding the detached distal end, it was likely due to adhesive peeling around the connection between the bending tube and distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.